Event description:
It was reported that a wallstent was placed in a pt for treatment of advanced pancreatic carcinoma with a duodenal stenosis and obstructive jaundice and peritoneal carcinomatosis. On the same day, after a problem-free interval for insertion of the stent, there was a sudden onset of severe upper abdominal pain and local defensive tautness (guarding), an x-ray showed that there was now evidence of free intra-abdominal air as a sign of perforation of a hollow organ, and sonographic evidence of free air and free fluid at the lower margin of the liver in the vicinity of the duodenum as evidence of a presumed duodenal perforation. Surgery was planned for the same day but this could not be carried out because of the rapid deterioration in the general condition of the pt and the fact that death was imminent.